Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the sample noted 23 unused 2-way silicone foley catheters within unopened original packaging. It was noted that the retention caps and labeling on the catheters match and indicate that the catheters were 20 fr. The catheters were confirmed to be 20 fr and fit snugly into the 20 fr setting of the french gauge. The components were the correct size and met the specification "missing/ incorrect components are not allowed". A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital received 18f catheters instead of 20fr catheters as the label stated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the hospital received 18f catheters instead of 20fr catheters as the label stated.